Manufacturer narrative:
To date the device involved in the reported incident had not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The user facility tested the device prior to use and reported that it did not function. No pt contact reported.